Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged there was an occlusion issue with the pump and the patient had been hospitalized in diabetic ketoacidosis (dka) with a blood glucose over 400 mg/dl, and treated with IV fluids. During troubleshooting, customer support found that the patient was using the cartridges per IFU. Reporter changed cartridge and tubing during troubleshooting, but was unable to prime the pump without an occlusion alarm or occurring or change in motor noise. The patient has discontinued pump use. This complaint is being reported because the patient experienced dka and the occlusion issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 7/15/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: multiple occlusion alarms observed in the black box; the force at time of occlusions is high. On 04/22/2015 08:01 occlusion alarm with high force, deliveries resumed at 04/27/2015 14:39. On 04/22/2015 03:33 occlusion alarm with high force, deliveries resumed at 06:30. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24 hours with no occlusions occurring. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately..#5. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.